Event description:
A caller reported that the t:slim x2 pump battery was not charging, with a power source alert indicated in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and leave it for at least 30 minutes to see if the pump would start charging, and a follow-up was planned.